Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cracked inner cannula. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. A visual inspection was conducted and it was observed the inner cannula presents damage. A dimensional test was performed, the reading is within specification, additionally in previous investigation, the failure mode was tried to be reproduced, taking one sample from manufacturing and it was observed that if the shaft its pressed and twisted the tube produces the same marks and slit, making possible to reproduce that condition. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.